Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead body issue. A new device was successfully implanted. No additional adverse patient effects were reported.